Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: device manufactured between december 9, 2020 to december 10, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had leakage from the blue winged cap. This issue was discovered prior to patient use. It was further reported the device contained cytotoxic solution. There was no patient involvement. No additional information is available.